Event description:
It was reported that on (B)(6) 2026, the patient underwent orif surgery for fracture on the distal end of the humerus. During surgery, after inserting about two screws, the surgeon pointed out that the screwdriver was difficult to turn. After replacing the screwdriver shaft, the screws could be tightened without any problems. Upon inspecting the screwdriver shaft, it appeared to be worn, so it was not used again. The surgery was completed successfully without any surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.